Manufacturer narrative:
Device has not been received for an evaluation at this time.

Event description:
Leakage was observed from the connection between the one way stop cock of the vamp plus and the tubing.